Event description:
During index procedure patient had one endeavour drug-eluting stent in the rca. Approximately 14 months post index procedure patient expired. Cause of death is unknown.

Manufacturer narrative:
Evaluation codes, results and conclusions : inherent risk of procedure - (death). (B)(4).